Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736218; product ID: 9736226, serial/lot#: (B)(6), h3: a medtronic representative went to the site to test the equipment. Testing revealed that the system unable to complete registration and the hard drive was corrupted. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Reviewed the logs and there were 3 sessions on the date of issue raised. The site performed trace registration, and few of the registration error metrics were above the recommended threshold of 5mm, so registration unsuccessful observed from the logs. Suspecting that there might be metal interference while doing trace registration. However, for the trace bar filled issue logs did not captured much information to determine the root cause. Hardware analysis was completed on the returned concomitant product ID: 9736218 and the issue was unable to be replicated. An application was previously installed and it functioned normally without failure. Self test reported no errors on the drive. H6: b01, c19 and d14 apply to concomitant product ID: 9736218. D15 applies to the software concomitant product ID: 9736226. B01, c10 and d02 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device. It was reported that upon trying to register a patient, the system began collecting points, then stopped collecting points before minimum trace was reached. The surgeon stopped tracing, then after some time the remaining points appeared and the trace bar filled. This occurred 3 times, the first 2 did not result in a passing registration but the 3rd did and the surgeon was able to verify that it was accurate. There was a delay of less than 1 hour and no impact on patient outcome. Troubleshooting was performed. A manufacturer representative (rep) was able to replicate the issue using a resin head several times, even after restarting the system. They confirmed the ssd was almost empty and the scan parameters were normal.